Event description:
While having a shoulder arthroscopy, the tip of an elite pass suture needle broke off. No harm to the pt. The shuttle needle was held by an elite suture passer. The keydot for this device is key (B)(4); however, a separate suture shuttle needle was used in this passer and it functioned correctly.